Event description:
Health professional reports that upon bilateral explant of 300cc devices, the right side device weighed approx 430g and the left side device weighed approx 330g. After replacement with devices of the same size, the pt now appears to be asymmetrical with the right side appearing smaller than prior to the revision surgery.

Manufacturer narrative:
(B)(4). Explanted devices requested to be returned to allergan, however, the pt has refused to do so at this time. Device labeling: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."